Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014: inratio 1.1; lab 1.9. Few hours between tests. On (B)(6) 2014 inratio 1.5; lab 2.5. One hour between tests. Pt's therapeutic range 1.5-2.5. Pt reported milking finger after fingerstick. Unable to obtain sufficient blood sample. Multiple fingersticks on the same finger. No reported adverse pt sequela. No additional info provided.

Manufacturer narrative:
Investigation pending.